Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. Based on the reported information, the cause of the balloon rupture and subsequent perforation could not be determined. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave c2 aero coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the coronary arteries. It was reported that the balloon ruptured after four (4) pulses which was observed under fluoroscopy and contrast staining. The balloon was deflated followed by angiography which confirmed a vessel perforation. It was noted that balloon tamponade was applied for several minutes but bleeding persisted, so a drug eluting stent (des) was implanted and a covered stent placed inside it to seal the perforation. The patient required admission to the intensive care unit (ICU) however; no additional information was provided on post procedure care.